Event description:
The shunt was revised on 02/2001. The pt presented with headache, speech difficulties, vision problems and lethargy. The shunt was broken where the venticular catheter connects to the reservoir.